Manufacturer narrative:
Findings: unable to perform the displacement test and occlusion test due to missing retainer. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched display window, missing reservoir tube o-ring and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was unknown at the time of the incident. Customer had already tried to follow troubleshooting steps but alarm persisted. The insulin pump will be returned for analysis.